Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the cordless driver was accelerating with delay when the trigger was pressed during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint for sticking trigger was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger was determined to be deformed due to wear affecting the assembly. This may cause the described event. The affected trigger assembly was replaced. Components not associated with the complaint were replaced as part of preventive maintenance and the handpiece returned to the account after passing final inspection.

Event description:
It was reported that the cordless driver was accelerating with delay when the trigger was pressed during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.